Event description:
I had a bladder lift using medical mesh. I noticed a sharp pain in the pelvic area during recovery period. Over time I have had extreme pain during sexual activity. It's to the point that I choose not to engage because of the pain level. This has caused a few issues in my marriage. I also noticed having to tilt my pelvis to get a good stream while urinating. Dates of use: (B)(6) 2003 - (B)(6) 2011. Diagnosis or reason for use: dropped bladder, bladder leakage.